Manufacturer narrative:
Correction to: a1, b1, b2, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, e4, g3, g5 (PMA/510k), h3, h6 (device code). Additional information: d4 (UDI number), d10, h6 (results and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that following surgery, the patient experienced heterotopic ossification. No further information was provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product not returned.

Event description:
Mobi-c p&f us : heterotopic ossification. Information was gathered through the (B)(6) survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose heterotopic ossification. No more information provided. Additional information was requested. Investigation ongoing.